Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation of the pulse generator, crosstalk was observed on the electrograms. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.